Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and corrective and preventive actions (CAPA) database for the reported lot revealed no related manufacturing nonconformities. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received:an additional prostyle plunger was received by the abbott returned goods lab. Analysis of the device found that the posterior cuff was ejected from the posterior foot pocket and all three of the posterior cuff tabs were all noted to be bent as expected [suture retrieval issue]. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after a neurovascular interventional procedure with a small bore sheath. Reportedly, no femoral imaging was performed and no suture was found when the plunger was withdrawn during step 3 [suture retrieval issue]. This occurred with three prostyle devices in a row. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.